Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The specific location of the leak was not provided. The device was filled with 4450mg 5-fluorouracil. The event occurred during nurse check, therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 20, 2022 - may 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.